Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3, multi gravida and asthma. Concurrent conditions were listed as uterine fibroid and abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. The patient was treated with surgery (robotic-assisted total hysterectomy, bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2020 from (B)(6) 2020. Starting on left side, tube was cannulated, 5 rings were visualized after in similar procedure was repeated on the other side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: essure was seen on postop bilaterally. There was no dyes that expel into the peritoneal cavity. [Pathology test] on (B)(6) 2020: gross description: right fallopian tube:a segment of fallopian tube measuring 3.5 x 0.5 cm in length and diameter. The serosal surface is pink and smooth. It shows a collapsed patent lumen. Left fallopian tube: a segment of fallopian tube measuring 3.5 x 0.8 cm in length and diameter.the fimbriated end is present the serosal surface is pink and smooth. It shows a collapsed patent lumen. Diagnosis: uterus with cervix: leiomyomata uteri, 336.0 g., with extensive hyaline degeneration. Proliferative endometrium. Adenomyosis. Exo and endocervix with focal acute and chronic inflammation and nabothian cysts fallopian tube right: fallopian tube with no significant pathologic features. Fallopian tube left: fallopian tube with no signilicant pathologic features. [Ultrasound scan vagina] on (B)(6) 2014: diffusely heterogenous uterus suggesting adenomyosis.focal necrotic myoma.ovaries not visualized. On (B)(6) 2018: mildly enlarged uterus containing 5.7 and 4.7 cm fibroids.unremarkable endometrial stripe.no adnexal abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-sep-2023: medical record received. Medical history & lab data updated .product indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2020, 3561 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.